Event description:
Revision hip case on a medacta double mobility liner and 28mm cocr head. There was a head and poly exchange done, so the surgeon could "shorten" patient's leg length with a 28 neutral head (size m).

Manufacturer narrative:
It was reported that the reason for the revision was a leg length disparity. In fact, the surgeon decided to change the ball head reducing the length; he used a size 28 m instead of the size 28 xl originally implanted. The revision surgery was due to a wrong decision made by the surgeon during the primary surgery, when he decided the sizes of the implants.